Manufacturer narrative:
This case was reopened on oct 12, 2015 to enter additional information which had been received on oct 01, 2015 since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 48/42 h. A revision surgery has been scheduled on (B)(6) 2015 due to metal ions detected.

Manufacturer narrative:
(B)(4). While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the patient was implanted a durom acetabular component 48/42 code h on the left side. The patient was revised on (B)(6) 2015 due to elevated metal ions.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on unknown side on (B)(6) 2008. Currently the patient is being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, xrays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).